Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image before aeration. Based on the results of the investigation and historical data, possible causes include either excessive or inadequate physical force exerted on it by another object resulting in problems (e.g. Wear, bending, deformation, fracture, fatigue), expected or random component failure without any design or manufacturing issue. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the ultrasound bronchofibervideoscope had a video processing error. The issue occurred during set up. There was no patient involvement.